Event description:
Patient additionally reported, unhealed spots around the incision area, some kind of stitching material come out of skin, coming up to the surface, breaking thru the scaring area, and sore. Patent also reported high blood pressure and thin blood not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehisce and impaired healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, soreness, "look horrible", "stitches and scars look horrible", "stitching is separating", "not healing correctly", fold in skin around nipples, "stitches are scaring.

Event description:
Patient reported right side "pain, look horrible, the stitches and scars look horrible and not healing correctly." Patient also reported experiencing high blood pressure, not related to the device. Patient additionally reported "sore, stitching is separating, thin blood, folds in skin around nipples, and where stitched are scarring for a second time". Device remains implanted.